Manufacturer narrative:
Zimvie received one (1) tsvwb10, implant, tapered screw-vent, 4.5mm collar, wide, sbm, 10mm l for evaluation. Visual evaluation was performed. Implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 1251339. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251339 for similar events and no other complaints was identified. Review completed utilizing keywords: ¿dental: medical: pain¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev 4, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. Implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie received one (1) tsvwb10, implant, tapered screw-vent, 4.5mm collar, wide, sbm, 10mm l for evaluation. Images are attached. Visual evaluation was performed. Implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 1251339. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251339 for similar events and no other complaints was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. Implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that site 14 was grafted with puros prior to implant placement. Implant placed after 5 months. Patient presented for impression of crown. Pain with healing collar removal and whole implant came off. No further impact to patient.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . G4: PMA/510(k) number k011028, 013227.